Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, chemotherapy around time of implant placement, immediate implantation, increased sensitivity, mobility.